Event description:
It was reported that the product is set up in the system as 16g, however the box on site states 19g. Pictures of the product were provided. The event date is unknown. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes: updated. This complaint was investigated based on photos provided by the customer. There was a visible label on the box which is marked with 19 g and on a second photo was a visible unit pack which is also marked with 19 g and contains catheter bag that is marked with 16 g. The manufacturer would like to clarify that there is not an issue with the labeling. The difference arises from regional variations in gauge size terminology. In the united states, the item is labeled as 19g (us metric system), which corresponds to the same size as 16 g (smi ¿ standard metric instruments), the dimensions and functionality of the catheter remain identical. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.